Event description:
It was reported that during testing conducted at the user facility the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the user facility, the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported overheating was not able to be duplicated by a manufacturer repair technician through functional evaluation. However, upon disassembly, a failed e-box was found, which can lead to the reported event.